Manufacturer narrative:
Physio-control evaluated the device and duplicated the reported issue. The flex assembly-user interface stack was replaced and then the issue was no longer duplicated during functional and performance testing. The device passed functional and performance testing and was returned to the customer. Physio further evaluated the flex assembly-user interface stack but the reported issue could no longer be duplicated. The root cause could not be determined.

Event description:
There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed.